Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced and calibrated the power supply one of the c-arm. The system was tested and found to be working as intended and put back in service.

Event description:
The consumer reported that the system froze up and had to be rebooted. This was an intermittent problem. No pt injury was reported.